Event description:
It was reported during a surgical procedure a portion of the cx50 ultrasound system imaging screen darkened and the imaging field went blank. The ultrasound system was used for guidance during an induced abortion. There was no allegation of any patient impact and no other medical intervention was reported. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Additional information received confirmed there was no patient harm or need for medical intervention. Restarting the system, a single restart, restored functionality and the procedure was completed without issue. This event is not likely to cause or contribute to a serious injury or death if it were to reoccur. Therefore, this complaint is considered to be a non-reportable event.